Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection: according to the reporter - the surgeon did a first transection without issue and put a second cartridge. This one was a bit harder to activate but "nothing serious." He had to put a third one and after firing the third one, he saw that the second staple line did not form properly and that all the staples where not in a "b" shape. The knife did cut the tissue. They tried to put a fourth cartridge to correct the second line but had to open the patient and close the tissue with handed suture. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material was used. Surgery was delayed by more than 30 minutes. Patient is still hospitalized. He has a temporary colostomy and will have to be re-operated to do the anastomosis.